Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). During a pacemaker interrogation at a routine follow-up appointment, the programmer displayed a message that the device settings could not be translated for display. All parameters will be programmed with default values. The patient is not pacemaker dependent. Ts discussed the issue and informed the hcp that this did not represent a device-related issue and that the device needed to be interrogated with a programmer loaded with 1.09 version software. The device's default parameters were reviewed. The device had been at a lower rate limit of 60 bpm and had good threshold, so a default right ventricular (rv) output of 3.5 volts was acceptable. The hcp was planning to schedule the patient for a device check in one week. Ts was planning to contact the local representative to obtain a programmer with 1.09 software loaded for the in-clinic device check. Boston scientific received information from the local representative that the patient was seen for an in-clinic device check. The device was interrogated with a programmer loaded with 1.09 software. The device's bradycardia parameters were successfully reprogrammed to pre-default values. The patient did not suffer any adverse events.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.